Event description:
It was reported that the procedure was to treat a mid right coronary artery. Post stent implantation, a 4x12mm nc trek was advanced without issue to perform post dilatation. After one inflation at 16 atmospheres, the balloon was unable to deflate entirely (deflated partially only). It was attempted to be pulled out via the guide catheter but resistance was met. Therefore, the balloon and guide catheter were pulled out together as a single unit. It was confirmed that negative stayed on while removing the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed; however, the reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.